Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: evaluation into this event is currently in process; no conclusion is yet available.

Event description:
On (B)(6) 2017 a customer reported higher than expected hba1c patient results with a new lot of st aia-pack hba1c. The customer reported that patient samples were sent out to (B)(6) (methodology not known) for confirmation and results were 1% higher. Quality controls (qc) for level I and level ii were running high as well. The customer monitored the heating block and noticed that the temperature was fluctuating between 34 and 41 degrees celsius. The customer proceeded to use a better thermostat and stated that the temperature fluctuated 3 degrees celsius above and below 40 degrees celsius within a 20-minute period. The customer did not think that the issue was related to the heating block. On (B)(6) 2017 the customer reported using bio-rad quality controls. Level I was 5.8% (normal range of 3.9-7.2%) and level iii >h (normal range of 8.7->14). The customer was informed that qc level iii was not acceptable due to the >h. New qc was sent to the customer. On (B)(6) 2017 the customer reported that the account does not monitor or track the heat block temperature. The heat block temperature was fluctuating 36-45 degrees celsius. Tosoh bioscience inc. Acceptable temperature range is 40 +/- 2 degree celsius. Investigation into this issue is currently in-process. A request has been made to determine the number of patient samples impacted by this event.

Event description:
N/a

Manufacturer narrative:
(B)(4). Device evaluation by manufacturer: investigation into this issue by tosoh has determined that the st aia-pack hba1c assay can potentially generate erroneously elevated or erroneously decreased hba1c patient results on the aia systems. The investigation confirmed inconsistent or unexpected variability of hba1c results when comparing tosoh's st aia-pack hba1c to alternative hba1c testing. Risk to health a falsely elevated or falsely low hba1c result may not be easily recognized when there is no patient history or clinical picture, which would indicate that an incorrect test result was obtained. In current medical practice, single hba1c blood measurements are the primary indicator of the degree of sustained glycemic control and it is not current practice to corroborate a blood hba1c result on an alternative system. Device failure may be easily recognized given a patient history or clinical picture, which is not consistent with the reported result, which is most likely to occur under a rigorous and routine medical care or in a hospital setting, such as an intensive care unit, where intense clinical observation occurs. However, because hba1c levels are extensively used in the outpatient setting at wide time intervals as the single reliable test to monitor glycemic control, device failure is not easily recognized by the user in this setting. The american diabetes association (ada) recommends measurement of hba1c (typically 3-4 times per year for type 1 and poorly controlled type 2 diabetic patients, and 2 times per year for well-controlled type 2 diabetic patients) to determine whether a patient's glycemic metabolic control has remained continuously within the target range. Immediate health consequences of a falsely low or falsely normal hba1c result include the failure of the healthcare practitioner to recognize very poor and deteriorating glycemic control in known diabetics who are not yet in a state of ketoacidosis, with the resulting consequence of the subsequent development of life-threatening diabetic ketoacidosis. Long-range health consequences of falsely low or falsely normal hba1c levels include the failure to recognize and manage inadequate glycemic control with the consequences of long-range risks for both the individual patient and the public health. These risks of sustained poor glycemic control for the individual diabetic and the public health include the development of diabetic neuropathy (including amputation); retinopathy (including blindness); diabetic renal disease (including end stage renal failure and need for dialysis), and macro-vascular disease (including cardiovascular events). Immediate and long-term health consequences of falsely elevated hba1c levels include the unnecessary addition of potent glucose-lowering drugs or the unnecessary increase in drug dosage in known diabetics, with the risk of hypoglycemia, including the life-threatening risk of coma and loss of consciousness as well as other disabling symptoms of hypoglycemia. Health risks of falsely low levels also include the risk of failure to diagnose diabetes, as well as the risk of failure to diagnose patients at increased risk for diabetes (prediabetes). In order to prevent any risk to health, tosoh has taken the following actions: immediate actions to be taken by the customer immediately discontinue use of all lot numbers of the st aia-pack hba1c test and components. Immediately remove all st aia-pack hba1c test and components materials/kits from their inventory. Review the information provide by tosoh with the medical director and/or lab director. Immediately notify and forward this information to physicians who have received test results that had been provided by the recalled products over the past 6 months so that they may determine if follow-up testing is required (e.g. If the hba1c results they received did not match other patient data such as symptoms, results of other tests (typically blood glucose levels), or clinical impressions, or results which showed inconsistent test values) immediately identify an alternative test option for your hba1c testing needs. Tosoh is permanently removing the st aia-pack hba1c test and components from the market.

Manufacturer narrative:
H.10. Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Tosoh root cause investigation determined that industry standards and expectations of performance have changed since the introduction of the st aia-pack hba1c assay. In order for the assay to be useful, it would be necessary to reduce lot to lot variability of reagent to well below 6% to allow for human factors; tosoh's release specification is +/- 10%. The root cause investigation confirmed that the st aia-pack hba1c exhibits lot to lot variability within the +/- 10%. The st aia-pack hba1c results are influenced by a number of factors, including operator skills and specimen quality, which may increase variability. Tosoh st aia-pack hba1c cannot meet current requirements.

Event description:
N/a

Manufacturer narrative:
Please note that this MDR report was previously submitted to the FDA on (B)(6) 2017; it is being resubmitted retrospectively per FDA request. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: investigation into this issue by tosoh has determined that the st aia-pack hba1c assay can potentially generate erroneously elevated or erroneously decreased hba1c patient results on the aia systems. The investigation confirmed inconsistent or unexpected variability of hba1c results when comparing tosoh's st aia-pack hba1c to alternative hba1c testing. Risk to health a falsely elevated or falsely low hba1c result may not be easily recognized when there is no patient history or clinical picture, which would indicate that an incorrect test result was obtained. In current medical practice, single hba1c blood measurements are the primary indicator of the degree of sustained glycemic control and it is not current practice to corroborate a blood hba1c result on an alternative system. Device failure may be easily recognized given a patient history or clinical picture, which is not consistent with the reported result, which is most likely to occur under a rigorous and routine medical care or in a hospital setting, such as an intensive care unit, where intense clinical observation occurs. However, because hba1c levels are extensively used in the outpatient setting at wide time intervals as the single reliable test to monitor glycemic control, device failure is not easily recognized by the user in this setting. The american diabetes association (ada) recommends measurement of hba1c (typically 3-4 times per year for type 1 and poorly controlled type 2 diabetic patients, and 2 times per year for well-controlled type 2 diabetic patients) to determine whether a patient's glycemic metabolic control has remained continuously within the target range. Immediate health consequences of a falsely low or falsely normal hba1c result include the failure of the healthcare practitioner to recognize very poor and deteriorating glycemic control in known diabetics who are not yet in a state of ketoacidosis, with the resulting consequence of the subsequent development of life-threatening diabetic ketoacidosis. Long-range health consequences of falsely low or falsely normal hba1c levels include the failure to recognize and manage inadequate glycemic control with the consequences of long-range risks for both the individual patient and the public health. These risks of sustained poor glycemic control for the individual diabetic and the public health include the development of diabetic neuropathy (including amputation); retinopathy (including blindness); diabetic renal disease (including end stage renal failure and need for dialysis), and macro-vascular disease (including cardiovascular events). Immediate and long-term health consequences of falsely elevated hba1c levels include the unnecessary addition of potent glucose-lowering drugs or the unnecessary increase in drug dosage in known diabetics, with the risk of hypoglycemia, including the life-threatening risk of coma and loss of consciousness as well as other disabling symptoms of hypoglycemia. Health risks of falsely low levels also include the risk of failure to diagnose diabetes, as well as the risk of failure to diagnose patients at increased risk for diabetes (prediabetes). In order to prevent any risk to health, tosoh has taken the following actions: immediate actions to be taken by the customer immediately discontinue use of all lot numbers of the st aia-pack hba1c test and components. Immediately remove all st aia-pack hba1c test and components materials/kits from their inventory. Review the information provide by tosoh with the medical director and/or lab director. Immediately notify and forward this information to physicians who have received test results that had been provided by the recalled products over the past 6 months so that they may determine if follow-up testing is required (e.g. If the hba1c results they received did not match other patient data such as symptoms, results of other tests (typically blood glucose levels), or clinical impressions, or results which showed inconsistent test values) immediately identify an alternative test option for your hba1c testing needs. Tosoh is permanently removing the st aia-pack hba1c test and components from the market.

Event description:
N/a

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: the customer confirmed that 22 patient samples were associated to this event. The customer did not feel that the heating block was the issue and was not replaced. The customer reported getting a new pipette and quality controls were within acceptable range. The customer felt that the issue was related to the pipette being utilized. A 13-month complaint history review and service history review for similar complaints was performed for the st aia-pack hba1c, lot number h615728, from (B)(6) 2016 through (B)(6) 2017. There were no other similar complaints identified during the searched period. The hemoglobin a1c aia-pack under 4) quality control, page 6, states the following: controls should be run at least once per day. It is recommended that at least two levels of controls, normal and abnormal, be used. The aia-pack hba1c control set has been designed so that st aia-pack hba1c gives precise results. St aia-pack hba1c may give erroneous results using some of commercially available controls depending on the control preparation methods. On page 8, under evaluation of results, states the following: quality control: in order to monitor and evaluate the precision of the analytical performance, it is recommended that aia-pack hba1c control set be assayed daily. The minimum recommendations for the frequency of running control material are: after calibration, controls are run in order to confirm the calibration curve. Controls should be run if certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). After daily maintenance, controls should be run in order to verify the overall performance of the tosoh aia system analyzer. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve before reporting patient results. Standard laboratory procedures should be followed in accordance with the regulatory agency under which the laboratory operates. The most likely cause of the reported event was due to the pipette being utilized by the customer. Report source: under the above section "user facility" was incorrectly selected. The only report source is "health professional".

Event description:
On (B)(6) 2017 a customer reported higher than expected hba1c patient results with a new lot of st aia-pack hba1c. The customer reported that patient samples were sent out to norquest (methodology not known) for confirmation and results were 1% higher. Quality controls (qc) for level I and level ii were running high as well. The customer monitored the heating block and noticed that the temperature was fluctuating between 34 and 41 degrees celsius. The customer proceeded to use a better thermostat and stated that the temperature fluctuated 3 degrees celsius above and below 40 degrees celsius within a 20-minute period. The customer did not think that the issue was related to the heating block. On (B)(6) 2017 the customer reported using bio-rad quality controls; level I was 5.8% (normal range of 3.9-7.2%) and level iii >h (normal range of 8.7->14). The customer was informed that qc level iii was not acceptable due to the >h. New qc was sent to the customer. On (B)(6) 2017 the customer reported that the account does not monitor or track the heat block temperature. The heat block temperature was fluctuating 36-45 degrees celsius. Tosoh bioscience inc. Acceptable temperature range is 40 +/- 2 degree celsius. Investigation into this issue is currently in-process. A request has been made to determine the number of patient samples impacted by this event.